Manufacturer narrative:
The system was in lab's control range of +/-20%. Calibration factors confirm shift in qc same as shift in tp calibration factor. A field service engineer (fse) was dispatched to copy reaction monitor data for qc samples and print out qc and calibration information. Root cause was confirmed to be pre-analytical - calibration preparation error along with inappropriate control ranges.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated serum total protein (tp) results generated by the au5421-02 clinical chemistry analyzer. The patient samples were released with 0.3 to 0.7g/dl elevated tp results (approximately +15%) for 3 days from (B)(6) 2010 to (B)(6) 2010 for about 1400 patients. There is no potential harm. Per customer, the significant increase would be recognized.